Manufacturer narrative:
(B)(4). Batch # m92u07. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic sigma diverticulitis procedure, tissue was scarred and was strong mutated. After some preparation connection between upper and lower jaw broke. No part fell out of instrument and no part fell into patient. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.